Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. At the time of the reported event, customer had not yet done anything to address the high bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.